Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 20mm synergy ii drug-eluting stent was advanced through a 145 guidezilla guide extension catheter. However, the device failed to cross the lesion and when the guidezilla was used again, it was noted that the stent was damaged. The procedure was completed with another 2.5x20mm synergy stent. No patient complications were reported and the patient status was fine.